Event description:
It was reported that during an endoscopic vein harvesting procedure, the jaw on the vasoview hemopro 2 was bent and was unable to seal the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared physically damaged and was bent and twisted away from the hot jaw. This problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unknown. Internal corrective action (wy-2013-47) issued for this failure mode. (B)(4).